Event description:
Patient reported right side "have breast implants that have been recalled" and "ruptured". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, textured implant exchange.

Event description:
Healthcare professional later reported a right side exchange "due to voluntary recall (asymptomatic patient). Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: deformation: observed in the shell. White particles observed in the surface of the shell no further actions are required as the device was implanted.